Event description:
It was reported that the patient fell and experienced a shocking or jolting sensation. It was unknown where the patient felt occasional jolting. A manufacturer representative was going to meet with the patient on (B)(6) 2013 to evaluate the system. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pump implanted. It was noted that the stimulator was discharged. The patient did not show up at a scheduled follow-up appointment for the newly implanted pump.

Event description:
It was later reported that the patient had not responded messages sent by the manufacturer representative. The hcp office called and said the patient was getting a pump on friday.

Manufacturer narrative:
(B)(4).